Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the following led to the malfunction: glue failure: due to the temperature influences on the product during the recycling process, different linear expansions occur between the adhesive and the steel. According to current knowledge, inadequate adhesive preparation and linear expansion can lead to adhesion and cohesion fractures. As a result, the adhesive detaches from the steel surface. In the fmi area, the corrugated tube is straightened during final assembly. During straightening, stresses can occur in the adhesive. With further stress (straightening) within the value stream process, the adhesive can completely detach from the steel surface and then fall off. Another factor that increases the risk of defects is the lack of a clearly defined production process. Cracks in the rubber seal: the cause of this issue is wear and tear and/or improper handling of the affected device. The cracks in the seals are signs of wear and tear and can be attributed to frequent use and a lack of maintenance, in line with the age of the item. A crack in the sealing ring is highly likely to result in a leak in the inner shaft. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
He device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the working insert, exhibited scratches on yellow seal and damaged adhesive between components. There were no reports of patient involvement.